Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was loose or not straight/secure. Customer's blood glucose (bg) was 600 mg/dl. The customer gave a manual injection to address bg and secured luer lock connection.